Manufacturer narrative:
Weight and ethnicity: unknown/asked but unavailable. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and the issue could not be confirmed as related to manufacturing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted for an unspecified reason. Through follow-up, it was learned that the lens was explanted from the patient's right eye due to the patient complaining a thick film over vision and made it hard to see. Vision was cloudy, milky, and blurry. The patient could not drive or read. There was no report of any unplanned vitrectomy, incision enlargement, or sutures were required. There was no patient injury. Another johnson & johnson lens, same model zxr00 and higher 24.5 diopter was implanted as a replacement. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes, section d9: returned to manufacturer on: jan 12, 2023. Device evaluation: the suspect iol was received inside of a specimen cup with an unknown aqueous solution. The lens was cleaned and visual inspection found no issues. No issues were identified with the returned suspect iol. The complaint issue "explant" and "blurry vision" was not identified during product evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.